Event description:
It was observed that during the device inspection, the gastrovideoscope exhibited adhesive peeling off the tip lid fixing screw. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (10) years since the subject device was manufactured. Based on the results of the investigation, there is insufficient adhesive in screw holes of distal end. Olympus could not surmise the cause of the phenomenon. Olympus will continue to monitor field performance for this device.